Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with normal operating currents. Pump was monitored and no unexpected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer's mother reported via phone call that insulin pump experienced keypad anomaly. Customer's blood glucose was 181 mg/dl. Caller reported that numbers were scrolling up and down on screen. Caller removed battery and received a battery out limit alarm and was not able to clear due to buttons not responding. Caller states that customer wet the bed and caller attempted to wipe down pump. After troubleshooting, caller was advised that insulin pump would need to be replaced.